Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Other : product unavailable for analysis.

Event description:
It was reported to boston scientific corporation on february 10, 2006 that an eneryx procedure kit was implanted in a female patient (weight is unknown) in 2005. According to the complainant, beginning in three months later, the patient reported experiencing dysphagia of moderate intesity. She had an esophagogastroduodenoscopy (egd) with dilation. The event was reported to be resolved as of the following month.